Event description:
The customer reported a leak around the needle area of the lh 500 hematology analyzer. The customer indicated that approximately 20 ml of fluid leaked and was not contained within the instrument. The customer also reported that the instrument did not generate differential results while running controls. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat during the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched to the customer's site. The fse observed that the source of the leak was due to a broken pinch valve at pv46. Pinch valve pv46 is the pathway for backwash. The fse replaced the affected pinch valve and some of the tubing which appeared to be deteriorating to resolve the leak. Failure mode of the leak is attributed to the broken pinch valve at pv46. (B)(4).